Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was exposed to hot weather. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.